Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR) - the product code 82-8804pl with lot 7332352, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected and cut marks were noted on the connector. The valve was leak tested, leak between the needle chamber and the connector was noted. Root cause analysis - the root cause for the issue reported by the customer is due to improper handling of the device in view of the cut marks on the connector and or is due a sharp or pointed object coming into contact with the valve in view of the cut marks on the connector. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
A facility reported a certas valve (ID 828804pl) was leaking cerebrospinal fluid (csf) at the top of the reservoir. The issue was noticed as the surgeon was preparing to close the site and stated that as if there was a hole in it. The event led to 30-minute surgical delay. The procedure was completed with a replacement product available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.